Event description:
(B)(4)

Manufacturer narrative:
(B)(4). The investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).